Event description:
An ophthalmic surgeon reported that he was unable to use the anterior vitrector. The patient was transferred to another facility to complete the procedure. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).